Event description:
Information a smiths medical peripheral intravenous catheters (pivc)/jelco conventional jelco IV catheters reported clinician was unable to access vein. The reported complaint stated patient admitted to pediatric resuscitation service for poor general condition following second degree burns on the body, and urgently needed a jelco24. Due to the complexity of the diagnosis several venipunctures were performed meaning it was necessary to use 7 catheters. They reported to be poor quality ,which is why it is difficult to use. No further information